Manufacturer narrative:
(B)(4). Date sent: 7/22/2021. H6: component code = g04. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. No functional test could be performed, as it was noted that the knife would not advanced, not allowing the device to be fired. The device was disassembled to verify the integrity of the internal components and the knife was noted to be slightly bent, but not fully buckled. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will damage, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a lung transplant procedure, the pvs stapler quit working halfway through the third firing. The reverse button would not work. The manual override was utilized to open the jaws of the device. There were no adverse consequences for the patient.